Event description:
A hill-rom technical service representative called and alleged that the last two patients that were on this bed received a cut from the left intermediate rail.

Manufacturer narrative:
The hill-rom technician checked the siderail and was unable to determine where the cut occurred. A new rail was sent and installed for the customer to solve the issue.